Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and food poisoning on (B)(6) 2018 and was officially admitted between 3pm - 8pm that day. Customer¿s blood glucose was not given. Insulin pump will not be return for analysis.